Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Per the physician, the cause of death was the perforation and shock. It was reported that the rx graftmaster covered stent was deployed at a maximum pressure of 12 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal pressure is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The three additional graftmaster devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a perforation in the left anterior descending artery. Two graftmaster stents (4.50x16mm and 4.0x16mm) were implanted but they failed to seal the perforation due to leaks in the graft. A 4.0x16mm graftmaster stent was opened but it was then noted that the perforation had self-sealed, so it was not used. As the patient was being transferred, he started bleeding again. Two more graftmaster stents (4.0x16mm and 4.0x16mm) were deployed but also failed to seal the perforation due to graft leaks and the patient died. Per the physician, the cause of death was the perforation and shock. No other information was provided.

Manufacturer narrative:
Subsequent to filing the initial MDR, the reported information was reviewed by medical affairs and a clinical review was performed: the patient had a perforation in the lad caused by an unknown stent. Five graftmasters (gm) were used, 2 were implanted but they failed to seal the perforation due to leaks in the gm stent. Another gm was planned but perforation self-sealed. Another 2 gm stents were deployed but also failed to seal the perforation. Death in this case is caused by the perforation and shock. The 4 gms except 1 that was not used indirectly contributed to the patient¿s death as it failed to seal the perforation.